Manufacturer narrative:
It was reported that the patient experienced a double power disconnect and a loose power port. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. The manufacturer has an open internal investigation to evaluate to a loose power port one connector. Log file analysis revealed that the controller ((B)(4)) did not have the smr software. Analysis of the event files revealed two controller power up events with their associated motor starts on (B)(6) 2017. The data point prior the loss of powers revealed that (B)(4) was connected to power port 1 with (B)(4) relative state of charge (rsoc) and (B)(4) was connected to power port 2 with (B)(4) rsoc. The data point after the controller power up revealed that (B)(4) was connected to power port 1 with (B)(4) rsoc and (B)(4) was connected to power port 2 with (B)(4) rsoc. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were replaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were replaced. . This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator, that the patient experienced a double power disconnect on the controller while in the hospital. It was noted that the nursing staff was unable to recognize the cause, but they noted that the power port on the controller was loose. The controller was exchanged. No patient complications have been reported as a result of this event.